Event description:
Additional information received indicated that the left ventricular (lv) lead was explanted. A new lead was not implanted due to an elective downgrade to a single-chamber device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there was a loss of capture noted on the left ventricular (lv) lead due to a possible micro-dislodgement. The device was reprogrammed and the patient was stable with no consequences.

Event description:
Additional information received indicated that the capture threshold of the left ventricular (lv) lead had increased. Diagnostic imaging confirmed a dislodgement of the lv lead. The device was reprogrammed and a lead repositioning procedure is anticipated.